Manufacturer narrative:
E1: initial reporter postal code: (B)(6). H4: the lot was manufactured between may 20, 2025 and may 22, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed droplets of fluid located on the interior wall of the device's bottle which resembles condensation. Condensation is the process by which water vapor in the air changes into liquid water, forming droplets on a cold surface when humid air comes into contact with it. Changes in temperature and humidity may cause condensation to form inside a plastic bottle. However, condensation cannot enter the fluid path, as the device has a closed infusion line. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. Approximately 3 ml of fluid was present inside the infusor bottle, which leaked out of the balloon. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.